Event description:
It was reported that an ilet user experienced rising blood glucose up to 300 mg/dl while the pump was delivering insulin without issuing an alert, and upon changing supplies the user observed a leaking cartridge; the user uses a cd steel infusion set, had been placing sites on the abdomen, then moved to love handles, received site-rotation education, and plans to try the thigh. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care provided support that included troubleshooting and user education regarding infusion site selection and rotation. Investigation of this case revealed a leaking cartridge and a probable infusion site issue consistent with possible scar tissue interference with insulin absorption. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors involving infusion site selection with a leaking cartridge contributing to under-delivery.